Event description:
The customer obtained a false positive architect total b-hcg result while using the architect i2000sr analyzer. The customer indicated the sample generated an initial result of 30 miu/ml and repeat <1.2 miu/ml. The customer indicated the issue was caused by carryover from a high positive sample tested prior to the sample. No impact to patient management was reported.

Manufacturer narrative:
Patient information: no specific patient information was provided. The abbott customer service representative instructed the customer to replace the probe. A carryover test was performed following probe replacement which passed. Therefore, the arc, probe (list number 08c94-47) was determined the cause for the issue and the part replacement resolved the issue. The analyzer service history was reviewed and no additional false elevated b-hcg results were reported around the time of the event was identified. Review of device history records and trending data associated with the arc, probe did not identify any issues or trends. Review of the alinity I/architect ia product monitory review did not identify any trends associated with the complaint issue. Additionally, the erratic result rates were within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the architect i2000sr analyzer.